Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; therefore, the alleged device issue could not be confirmed. Because a second fred of different dimensions was implanted successfully, it is likely that the reported user experience may have occurred due to a sizing issue. This probable cause aligns with the physician's opinion recorded as part of the additional information received.

Event description:
It was reported that during deployment of the fred, the stent did not deploy as intended and appeared to be deformed. The stent was successfully retrieved from the patient. There was no reported patient injury. The patient's outcome was reported as "no health damage."